Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported (B)(6) 2020, the patient experienced an epidural hematoma following an implant procedure. The patient lost sensation in lower extremities temporarily. In turn, surgical intervention was undertaken on the same day wherein hematoma was excavated, and all neurological function was recovered. On (B)(6) 2021, surgical intervention was undertaken wherein the lead was inserted back into the epidural space. This addressed the issue.